Event description:
The report company received from the study indicated that the patient was admitted with a myocardial infarction associated to the antero-lateral walls. A 30mm de novo 75% stenosis located at the proximal left anterior descending (lad) artery was treated with a 3.0mm balloon catheter at 9 atm, but sub-optimal results were obtained. A cypher 3.0 x 28mm was implanted. The lad vessel was calcified and tortuous. There was a 22.7mm non-calcified de novo segmental 95% stenosis at the circumflex - obtuse marginal artery. The lesion was dilated with jomed 2.0mm and 3.0mm balloon catheters up to 8 atm. Post percutaneous transluminal angioplasty (ptca) there was evidence of a long dissection, so a micro-driver 2.5 x 24mm stent was implanted. The circumflex - obtuse marginal artery was not tortuous. The stents were post-dilated. As reported, the procedure was prolonged 120 minutes. The patient had bradycardia and expired about one hour post-procedure.